Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the stomach of the patient in a laparoscopic vertical gastrectomy, on the fourth use of the stapler it stopped and it was not possible to close the load for later use. They noted that they were able to press the green button, but unable to squeeze the handle. They used a new stapler to complete the case. There was no patient injury.